Event description:
During a laparoscopic gastric bypass procedure, the device would not cut across an existing staple line while creating the stomach pouch. The or time was extended 15 minutes due to extra stitching that was needed. There was no patient consequence.